Event description:
It was reported that the patient passed away. The physician's nurse was not clear on the cause of death. The patient's obituary noted that the patient died in the hospital. The relationship of the cause of death to vns therapy is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The physician reported that the cause of death was status epilpticus and the death was not related to vns therapy. No autopsy was performed and the death was witnessed in the hospital ICU. It ws reported that the patient developed status epilepticus which did not respond to aggressive medications.